Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the stent implant and on the balloon, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts on the first two rows at the proximal end of the stent implant. Since this damage was not reported in the incident information, the stent damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the lesion was not pre-dilated prior to advancing the sds which likely contributed to the reported difficulties. It should be noted the zeta instructions for use states: pre-dilate the lesion with a ptca catheter. The hypotube and jacket were separated 18.4 cm distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket was stretched at the separation. There were two kinks in the hypotube 1.3 cm and 2.5 cm distal to the separation. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was moderately calcified which likely contributed to the reported difficulties as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that as resistance was encountered during advancement of the sds, the hypotube was manipulated such that it kinked and further handling contributed to the hypotube ultimately separating. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for kinks or hypotube separations for this lot. There is no lot specific product quality deficiency.

Event description:
It was reported that the lesion was in the mid to distal right coronary artery, which was 90% stenosed, with moderate calcification. The procedure was a planned direct stenting with the multi link zeta. While attempting to cross the lesion, the stent delivery system shaft became bent and with further attempts to cross the lesion, the shaft separated slightly distal to the proximal shaft, in two pieces. The 3.0 x 8 mm multi link zeta stent implant was still intact in the crimped state on the distal end of the balloon. Predilatation was then performed and a shorter 3.0 x 18 mm multi link zeta was deployed successfully. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.